Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was over 400 mg/dl. The customer stated that she changed her set last night around 10 pm. The customer stated that she woke up with high blood glucose readings and took insulin manually. The customer thinks that the insulin is not flowing through and she wants to know if she needs to change out her site and move to another area. The customer was advised to change the site, reservoir, insulin, and set. The customer declined to troubleshoot her pump.